Event description:
Several contour threads were placed in face. One thread slipped and was removed. The slippage caused pain, swelling and disfigurement before and after removal. There is still scarring, discoloration over 1 year later. Bandage had to be used for months. There was no information in literature of the disastrous, long lasting results that could occur if thread was left in; problems that could incur and last for months to over a year, danger of permanent disfigurement without constant treatment.